Manufacturer narrative:
The device was subject to an on-site inspection by a dräger service engineer. The occurrence of the reported ventilator failure could be confirmed after log file review and traced back to an issue with the ventilator motor. The entire ventilator unit was replaced; the device passed all tests and was returned to use. Log file evaluation made by the manufacturer confirms the validity of the on-site expertise - the supervisor function of the software has detected speed deviations during motor rotation and has forced a shut-down of automatic ventilation. The shut-down is accompanied by a corresponding alarm, and manual ventilation via the built-in breathing bag including dosage of all necessary gases including anesthetics is further possible. The safety concept can be explained as follows: the ventilator motor is a step motor that drives a piston i.e. The number of rotations and the end position defines the piston hub; the piston hub is an equivalent to the tidal volume applied to the patient. To protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit, the device is designed to shut down automatic ventilation when the divergence between expected and measured motor position exceeds a certain limit. Since the nature of the issue is known and the related failure rate is within accepted range, an evaluation of the failed motor was not considered necessary.

Event description:
It was reported to dräger that automatic ventilation stopped during use of the device; a corresponding vent fail alarm was reportedly posted. The users switched to another device to complete the surgery. It was confirmed to dräger that no health consequences for the patient were resulting from the event.